Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of non-physiologic noise. Technical services (ts) reviewed and advised there is pacing inhibition and the patient is dependent as asystole can be seen for over two seconds. Ts also noted capture thresholds appear to be increasing. Impedances have also gradually increased but remain within normal limits. In addition, ts observed multiple low amplitude values. Additional information from the field representative provided the patient was seen in the clinic and the device was reprogrammed. The patient has been scheduled for a lead replacement procedure. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of non-physiologic noise. Technical services (ts) reviewed and advised there is pacing inhibition and the patient is dependent as asystole can be seen for over two seconds. Ts also noted capture thresholds appear to be increasing. Impedances have also gradually increased but remain within normal limits. In addition, ts observed multiple low amplitude values. Additional information from the field representative provided the patient was seen in the clinic and the device was reprogrammed. The patient has been scheduled for a replacement procedure. Subsequently this crt-d was explanted. Another crt-d was implanted to complete the procedure. The patient was checked the day after the procedure and the field representative confirmed the new crt-d system was functioning appropriately. This crt-d has not been returned at this time. No additional adverse patient effects were reported.